Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic appendectomy, the doctor attempted to use the endogia stapler with the 45mm load. The load did not completely fire and was removed from the field. A strange crack was heard. Poor staple formation occurred and there was an incomplete staple line. The staple line was resected and re-stapled to correct the incomplete staple line and another 45mm load was successfully used. No patient harm noted and surgical time was not extended due to the device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was not fired but engaged in interlock. The device cover tube was removed to find the reload interlock component in a locked position which would prevent firing. Visual analysis of the internal components indicate that the device was built in interlock during production and lubrication. Functionally the reload was reassembled, loaded into a pmv instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. This condition may occur on the semi-automated assembly equipment, and is accepted under the quality system aql. The product analysis established a relationship between a device failure and the reported incident of partial firing. Potential causes for this condition were identified and process enhancements were implemented. The standard work instructions were updated to change the assembly steps to prevent the knife from inadvertently advancing during the handling of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.